Event description:
The customer reported a poor image quality during inspection for use involving an olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor image quality was component failure of the universal cable.in addition, the cause of the chipped light guide bundle was component failure of the light guide bundle. The conclusion was that the issue was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.